Event description:
On july 10th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving from his dario meter fasting bg readings of 154 mg/dl, 158 mg/dl, 183 mg/dl and 210 mg/dl within three minutes.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.